Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported that the bedside monitor does not alarm for ventricular tachycardia (vt). A philips field service engineer (fse) tested the connected x3 module with a simulator; the unit was trigged under a vt condition. A philips field service engineer (fse was able to printout the ECG waveform for the reported period (0009 to 0052, (B)(6) 2024). And extract the audit clinic log. This information was sent to an application specialist to do further investigation. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
The complaint was escalated for technical investigation, and a product support engineer (pse) reviewed the data and advised that the patient did not meet the criteria for a vt alarm, since the definition for vt is a run of consecutive beats labeled as v with a run length > vt run limit and ventricular hr vt hr limit. The factory default settings are vt hr of 100 and vt run limit of 5. The provided rhythm strip shows a hr around 80-85 which is slower than the criteria. The audit log shows an asystole alarm at 01:22:59 that ended at 01:23:09 as shown below. (B)(6) 2024 01:22:59 my institution bed16 asystole generated at 01:22:32. Pic ix: hdu33_pod2 red alarm (B)(6) 2024 01:23:09 my institution bed16 asystole ended. Pic ix: hdu33_pod2 red alarm starting at 01:24:21, there were a lot of alarm limit changes, alarm on/off changes, and measurement on/off. The last entry is for arrhythmia to change from cardiotrach to arrhytmia on. See excerpt below. (B)(6) 2024 01:24:21 my institution bed16 user request: arrhy - vtach hr:90 pic ix: hdu33_pod2 alarm limit change (B)(6) 2024 01:24:24 my institution bed16 arrhy - vtach hr: from 100 to 90 hdu43mon16 alarm limit change (B)(6) 2024 01:24:39 my institution bed16 user request: arrhy - vent rhythm:10 pic ix: hdu33_pod2 alarm limit change (B)(6) 2024 01:24:41 my institution bed16 arrhy - vent rhythm: from 14 to 10 hdu43mon16 alarm limit change (B)(6) 2024 01:25:12 my institution bed16 resume all alarms hdu43mon16 resume all alarms (B)(6) 2024 01:25:20 my institution bed16 user request: arrhy - multif.pvcs on pic ix: hdu33_pod2 alarm on/off (B)(6) 2024 01:25:22 my institution bed16 arrhy - multif.pvcs from off to on hdu43mon16 alarm on/off (B)(6) 2024 01:25:22 my institution bed16 user request: arrhy - multif.pvcs off pic ix: hdu33_pod2 alarm on/off (B)(6) 2024 01:25:23 my institution bed16 user request: arrhy - multif.pvcs off pic ix: hdu33_pod2 alarm on/off (B)(6) 2024 01:25:24 my institution bed16 arrhy - multif.pvcs from on to off hdu43mon16 alarm on/off (B)(6) 2024 01:25:24 my institution bed16 user request: arrhy - multif.pvcs on pic ix: hdu33_pod2 alarm on/off (B)(6) 2024 01:25:25 my institution bed16 user request: arrhy - pvcs/min on pic ix: hdu33_pod2 alarm on/off (B)(6) 2024 01:25:27 my institution bed16 arrhy - pvcs/min from off to on hdu43mon16 alarm on/off (B)(6) 2024 01:25:33 my institution bed16 user request: arrhy - pair pvcs on pic ix: hdu33_pod2 alarm on/off (B)(6) 2024 01:25:35 my institution bed16 arrhy - pair pvcs from off to on hdu43mon16 alarm on/off (B)(6) 2024 01:25:55 my institution bed16 user request: arrhy - arrhythmia on pic ix: hdu33_pod2 measurement on/off (B)(6) 2024 01:25:57 my institution bed16 arrhy - arrhythmia from cardiotach to on hdu43mon16 measurement on/off when in cardiotach mode, only hr-related alarms are detected (asystole, ventricular fib/tach, extreme tachycardia, extreme bradycardia, high hr, and low hr), but not vt. Arrhythmia was turned on at 01:25:57. The vt hr was decreased to 80 at 01:28:52. The patient then met the criteria for vt and received an alarm at 01:30:51 as shown below. (B)(6) 2024 01:28:52 my institution bed16 user request: arrhy - vtach hr:80 pic ix: hdu33_pod2 alarm limit change (B)(6) 2024 01:28:52 my institution bed16 pvcs/min 16 >10 ended. Pic ix: hdu33_pod2 yellow alarm (B)(6) 2024 01:28:54 my institution bed16 arrhy - vtach hr: from 90 to 80 hdu43mon16 alarm limit change (B)(6) 2024 01:29:06 my institution bed16 pair pvcs generated at 01:28:39. Pic ix: hdu33_pod2 yellow alarm (B)(6) 2024 01:30:49 my institution bed16 non-sustain vt generated at 01:30:22. Pic ix: hdu33_pod2 yellow alarm (B)(6) 2024 01:30:49 my institution bed16 pair pvcs ended. Pic ix: hdu33_pod2 yellow alarm (B)(6) 2024 01:30:51 my institution bed16 vtach generated at 01:30:24. Pic ix: hdu33_pod2 red alarm (B)(6) 2024 01:30:51 my institution bed16 non-sustain vt ended. Pic ix: hdu33_pod2 yellow alarm (B)(6) 2024 01:30:58 my institution bed16 acknowledge hdu33_pod2 acknowledge (B)(6) 2024 01:30:59 my institution bed16 vtach ended. Pic ix: hdu33_pod2 red alarm then, another vt alarm occurred as shown below. (B)(6) 2024 01:34:10 my institution bed16 vtach generated at 01:33:43. Pic ix: hdu33_pod2 red alarm. Based on the information available and the testing conducted, there was no trouble found with the device. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.